Event description:
Surgeon attempted to use the bur but the head of the drill would not spin. The top of the bur head had disconnected from the base (broken). Bur was not used on the patient so there was no patient harm.